Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, ¿incident happened on (B)(6) in (B)(6) hospital, (B)(6). (B)(6) patient was hospitalized because of the suspicion of a heart attack. During the following angiogram it was observed that only one leaflet of a valve was opening. The patient had a inr of 1,3, the conclusion was that it could be a thrombosis. The heart valve (on-x) was implanted in 2014 in the (B)(6) in (B)(6). The decompression of the heart caused a edema and the patient has surgery by dr. (B)(6) on (B)(6). Following the opening of the aorta, they found one leaflet of the valve to be missing. After checking the pictures, they found the leaflet in the left common iliac. The valve was explanted and a new valve was placed. To support the heart, the patient was connected to an ECMO [extracorporeal membrane oxygenation]. The ECMO thrombosed twice which could mean that the patient developed hit [heparin induced thrombocytopenia ]. This is not confirmed. The patient died.¿

Manufacturer narrative:
Update on-x prosthetic aortic valve with conform-x sewing ring and extended holder (onxace) serial number (sn) 3859518 was received back from the user facility. The manufacturing records for the onxace-23 sn 3859518 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. An evaluation of the returned valve was performed. Housing fractures appear to be related to forces generated by contact and manipulation with metallic instrument, most likely at time of explantation. Cause of initial leaflet escape per complaint cannot be determined. Prior to decontamination, visual examination of valve finds housing fractured in multiple places. No leaflets were contained within housing. One leaflet received with the valve. Second leaflet not provided for examination. Housing fragments are missing. Leaflet received had one small chip on edge. After decontamination visual examination notes complete housing fractures and severe chipping. Some fractures appear to be caused by direct contact with an instrument. Sem scans of these regions find iron and chromium elements which are common in surgical steel used in instrumentation. Housing fractures appear to be related to forces generated by contact and manipulation with metallic instrument, most likely at time of explantation. Cause of initial leaflet escape per complaint cannot be determined. The previously reported explanted valve was returned to the manufacturer for analysis. The onxace-23 sn 3859518 was implanted in a 26-year-old patient in 2014; by implication in the aortic position. On october 7, 2018 (approximately 4 years post-implant) an angiogram indicated only one leaflet was functional. Upon surgery, it was discovered that one of the leaflets was missing, later found lodged in the left common iliac artery (removal is assumed but not documented in the information we have). The patient's inr at the time of the event was 1.3 which prompted a preliminary diagnosis of thrombosis after an initial diagnosis of a heart attack. Symptoms were decompression of the heart causing edema. Following surgery to explant the valve, the patient was placed on extracorporeal membrane oxygenation (ECMO) which thrombosed twice leading to speculation that the patient may have developed heparin induced thrombocytopenia (hit), though this is not confirmed. The patient died. The cause of death is not given. No medical records were provided. The explanted valve was provided to the manufacturer for analysis. However, the housing arrived in pieces and one of the leaflets was missing. Analysis of the housing was consistent with manipulation by metallic instrumentation, probably during the explanting procedure, and likely responsible for the fracturing. Dimensional analysis yielded nothing out of compliance. The clear implication is prosthesis structural dysfunction (in this case, leaflet escape). However, the explant analysis does not shed any new light on the cause of leaflet escape. This complication is listed in the instructions for use as a potential adverse event along with reoperation, explantation, and death [IFU]. There are still many unknowns which limit our ability to draw conclusions. The patient's inr of 1.3 is below the recommendation even for the isolated on-x aortic valve (inr 1.5 - 2.0) [IFU]. Could the initial diagnosis of thrombosis have been accurate, i.e. Was the patient chronically under anticoagulated? Another concern is the angiogram itself. In the IFU it states: "do not pass a catheter...through the prosthesis as this may cause valvular insufficiency, leaflet damage, leaflet dislodgment..." A third concern in the IFU: ¿avoid contacting the carbon surfaces with gloved fingers or any metallic or abrasive instruments as they may cause damage to the valve surface not seen with the unaided eye that may lead to accelerated valve structural dysfunction, leaflet escape, or serve as a nidus for thrombus formation." Due to the condition of the returned explant, we cannot tell if the valve was potentially at fault or if the investigative/surgical intervention contributed to the failure of the valve. The death of the patient is also difficult to pinpoint. By replacing the dysfunctional valve, and assuming removal of the dislodged leaflet, the patient's hemodynamics should have been restored, but the thromboses of the ECMO device suggest another factor may have been in play i.e. Hit (unconfirmed). It is difficult to ascertain when and why the valve leaflet became dislodged nor whether it contributed to the death of the patient. Return of the explant did not shed any new light on the situation. Consequently, we cannot, with any confidence, conclude what, if any, relationship the valve had to the decision to explant nor to the cause of death. Root cause for this event remains unknown. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report, ¿incident happened on (B)(6) in (B)(6) hospital, (B)(6). 26 year old patient was hospitalized because of the suspicion of a heart attack. During the following angiogram it was observed that only one leaflet of a valve was opening. The patient had a inr of 1,3, the conclusion was that it could be a thrombosis. The heart valve (on-x) was implanted in 2014 in the sana herzchirurgie in stuttgart. The decompression of the heart caused a edema and the patient has surgery by dr. (B)(6) on october 7th. Following the opening of the aorta, they found one leaflet of the valve to be missing. After checking the the pictures, they found the leaflet in the left common iliac. The valve was explanted and a new valve was placed. To support the heart, the patient was connected to an ECMO [extracorporeal membrane oxygenation]. The ECMO thrombosed twice which could mean that the patient developed hit [heparin induced thrombocytopenia ]. This is not confirmed. The patient died.¿

Manufacturer narrative:
An unidentified on-x valve was implanted in a (B)(6) year old patient in 2014; by implication in the aortic position. On (B)(6) 2018 (approximately 4 years post-implant) an angiogram indicated only one leaflet was functional. Upon surgery, it was discovered that one of the leaflets was missing, later found lodged in the left common iliac artery (removal is assumed but not documented in the information we have). The patient's inr at the time of the event was 1.3 which prompted a preliminary diagnosis of thrombosis after an initial diagnosis of a heart attack. Symptoms were decompression of the heart causing edema. Following surgery to explant the valve, the patient was placed on extracorporeal membrane oxygenation (ecomo) which thrombosed twice leading to speculation that the patient may have developed heparin induced thrombocytopenia (hit), though this is not confirmed. The patient died. The cause of death is not given. The explanted valve was not provided to the manufacturer for analysis, nor were any of the medical records. The clear implication is prosthesis structural dysfunction (in this case, leaflet escape). The complication is listed in the instructions for use (IFU) as a potential adverse event along with reoperation, explantation, and death [IFU]. But there are many unknowns which limit our ability to draw conclusions. The patient's inr of 1.3 is below the recommendation even for the isolated on-x aortic valve (inr 1.5-2.0) [IFU]. Could the initial diagnosis of thrombosis have been accurate, i.e. Was the patient chronically undercoagulated? Another concern is the angiogram itself. In the IFU it states: "do not pass a catheter...through the prosthesis as this may cause valvular insufficiency, leaflet dislodgment,..." A third concern in the IFU: "avoid contacting the carbon surfaces with gloved fingers or any metallic or abrasive instruments as they may cause damage to the valve surface not seen with the unaided eye that may lead to accelerated valve structural dysfunction, leaflet escape, or serve as a nidus for thrombus formation." Without the valve to examine, we cannot tell if the valve was potentially at fault or if the investigative/surgical intervention contributed to the failure of the valve. The death of the patient is also difficult to pinpoint. By replacing the dysfunctional valve and assuming removal of the dislodged leaflet, the patient's hemodynamics should have been restored, but the thromboses of the ECMO device suggest another factor may have been in play, i.e. Hit (unconfirmed). With very limited information it is difficult to ascertain when and why the valve leaflet became dislodged nor wether it contributed to the death of the patient. Consequently we cannot, with any confidence, conclude what (if any) relationship the valve had to the decision to explant nor to the cause of death.

Event description:
According to the initial report, ¿incident happened on (B)(6) in (B)(6) hospital. (B)(6) year old patient was hospitalized because of the suspicion of a heart attack. During the following angiogram it was observed that only one leaflet of a valve was opening. The patient had a inr of 1,3, the conclusion was that it could be a thrombosis. The heart valve (on-x) was implanted in 2014 in the (B)(6). The decompression of the heart caused an edema and the patient has surgery by dr. (B)(6) on (B)(6). Following the opening of the aorta, they found one leaflet of the valve to be missing. After checking the pictures, they found the leaflet in the left common iliac. The valve was explanted and a new valve was placed. To support the heart, the patient was connected to an ECMO [extracorporeal membrane oxygenation]. The ECMO thrombosed twice which could mean that the patient developed hit [heparin induced thrombocytopenia ]. This is not confirmed. The patient died.¿